Manufacturer narrative:
As reported, when the doctor was trying to inflate the balloon, the inflation indicator of the 6/7f mynx control vascular closure device (vcd) failed to deploy. It would not stay "white/black/white" when the balloon was locked in to place. Seemed as if the balloon may have a small leak, however when the balloon was deflated to remove from the sheath, the balloon was removed but the balloon still looked to be semi-inflated after it was removed. There was no patient consequence, but they decided to hold pressure to finish the procedure. The puncture site was clear of calcium and tortuosity and device was used at correct angle. The mynx control vcd was prepped according to instructions for use (IFU). It is unknown when the balloon lost pressure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure before it was pulled through the arteriotomy. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was completely depressed. The introducer sheath was engaged to the device handle. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a small leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4 mm from the balloon proximal neck. A product history record (phr) review of lot f1914901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon loss of pressure in patient¿ was confirmed through analysis of the returned device. However, the ¿mynx control balloon deflation difficulty in patient¿ was not confirmed through analysis of the device. The exact cause of the tear found and the issues reported could not be conclusively determined during analysis. Based on the information available for review and product investigation, procedural sheath factors/concomitant device factors and/or vessel characteristics (even though it was reported that there was no pvd/calcium in the vicinity) may have contributed to the tear found on the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a, damaged sheath, stent or vascular graft), potentially contributing to a tear in the balloon. Additionally, the issue of the deflation difficulty was most likely due to the tear found in the balloon as this condition would prevent the application of negative pressure when attempting to deflate the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1914901) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the doctor was trying to inflate the balloon, the inflation indicator of the mynx control vascular closure device (vcd) failed to deploy. It would not stay "white/black/white" when the balloon was locked in to place. Seemed as if the balloon may have a small leak, however when the balloon was deflated to remove from the sheath, the balloon was removed but the balloon still looked to be semi-inflated after it was removed. There was no patient consequence, but they decided to hold pressure to finish the procedure. The puncture site was clear of calcium and tortuosity and the device was used at correct angle. The mynx control vcd was prepped according to instructions for use (IFU). It is unknown when the balloon lost pressure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure before it was pulled through the arteriotomy. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will be returned for analysis.